Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 115 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, acetabular cup loosening, polyethylene induced synovitis, and proximal femoral osteolysis. Patient was also indicated for increasing pain in the right hip. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), - nv gxl liner neutral, 32mm ID group 1 cups; (B)(6), 120-65-20 - bone screw 6.5mm dia x 20mm long; (B)(6), 120-65-20 - bone screw 6.5mm dia x 20mm long; (B)(6), 142-32-00 - cocr fem head 32mm +0 offset 12/14; (B)(6), 160-00-12 - pf stem tapered plasma sz 12.

Event description:
It was reported that approximately 115 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, acetabular cup loosening, polyethylene induced synovitis, and proximal femoral osteolysis. Patient was also indicated for increasing pain in the right hip. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1732-2022 x-ray: no. Operative notes: yes.